Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed further testing. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed further testing. Additional information was received that a lead fracture was confirmed. A device changeout procedure was performed due to normal battery depletion (nbd) and during the procedure, this lead was explanted and replaced. No additional adverse patient effects were reported.